Event description:
The pt reported her insulin device has an erroneous display and an automatic off that goes off every couple of hours. The pt was assisted in removing the automatic off in accordance with the reference manual. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.